Manufacturer narrative:
The device has been rec'd for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Rec'd info stating customer rec'd an occlusion alarm. There was no reported impact to blood glucose level. Reportedly, the cartridge/insulin had been in use beyond 3 days.